Manufacturer narrative:
The device will not be returned for evaluation and no photographic evidence has been provided; therefore, the reported failure could not be verified. This device was manufactured in 2007. A service history was reviewed and no data was found. A two-year review of complaint history revealed one other similar complaint for this product family and failure mode. In that same timeframe, (B)(4) units of this product family have been sold worldwide, making the rate of occurrence of this failure (B)(4), if all complaints were confirmed. The instructions for use advises the user of the following warnings and contraindications. Potentially hazardous conditions may exist when accessories of similar connector types are combined. Be certain accessories are appropriate for the type of generator output used. Use only conmed electrosurgery footswitches. Confirm bipolar leads are connected only to the bipolar receptacles. Connection bipolar accessories to monopolar output may result in patient injury. The area director conducted an in-service for the facility's or staff and provided additional labeling to the system 5000 monopolar and bipolar ports. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The user facility reported that during a procedure, using the 60-8005-001 system 5000, the patient suffered a burn. The procedure used a da vinci surgical robot, and the bipolar cable was plugged into the monopolar set up. Despite good faith efforts, no information regarding the procedure, degree of the reported burn or current patient status has been made available. This report is raised on the basis of a reported patient injury.